Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jan-2023 . H6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of stopper separation from plunger was confirmed upon inspection of the sample. Analysis of the sample showed that the stopper is separated from plunger. The plunger of the sample was subjected to visual inspection and short molding at plunger head was observed. The separation between stopper and plunger is due to short molding at the plunger head. Short molding on the plunger head could have happened during machine start-up. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd eclipse¿ needle 23 g x 1 in. With detachable 3 ml bd luer-lok¿ syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: disconnect between plunger and stopper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 23 g x 1 in. With detachable 3 ml bd luer-lok¿ syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: disconnect between plunger and stopper.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: stopper separation.

Event description:
No additional information.